Manufacturer narrative:
The hill-rom technician stated he thought "something was spilled onto siderail" causing the blue stripe. He replaced the gci to resolve the issue.

Event description:
Information received indicated there was a one inch blue stripe running horizontally through center of the graphical caregiver interface (gci).